Event description:
It has been reported to philips that the ups that was connected to the philips allura fd20 system caught fire. The ups was located in the technical room of the philips allura fd20 system. The fire was extinguished using a fire extinguisher. The fire department was called. The system was not in clinical use when this event occurred. No harm has been reported to philips. Philips has started the investigation of this complaint.

Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. When the event reported occurred, the ups was in run mode and two batteries erupted in flames. The fire department used positive pressure ventilation (ppv) fans to create a positive pressure inside the building to remove heated air, smoke and other fire gas. A philips service engineer inspected the system onsite and confirmed that there was no malfunction of the philips allura fd20 system. Visual inspection of the ups confirmed that the batteries were not in good condition. At the request of the customer, the philips engineer bypassed the ups from the allura fd20 circuit. Philips is not able to further investigate the cause of the failure, as the batteries were disposed by the customer. The ups that failed was supplied by philips in 2006. Philips has no contract to maintain this ups. Corrected data: updated codes. The ups that failed was supplied, but not manufactured by philips. Philips has no contract to maintain this ups. The ups is not a medical device.